Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 689941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dizziness, hearing loss, anxiety (not recovered prior to essure), seasonal allergy and asthma. Concurrent conditions included adhd and bleeding menstrual heavy. Concomitant products included gabapentin, ibuprofen, prednisone, valaciclovir hydrochloride (valtrex) and verapamil. In 2010, the patient had essure inserted. In 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced herpes zoster ("rash/skin condition/ rashes or skin conditions: recurring shingles"). In 2012, the patient experienced post herpetic neuralgia ("neuro condition/problems/ post herpetic neuralgia"). In (B)(6) 2014, the patient experienced meningitis ("infection-meningitis"). In 2016, the patient experienced anaemia ("blood or heart disorder/condition: anemia") and was found to have vitamin b12 decreased ("low b12"). In 2017, the patient experienced sudden hearing loss ("other complications- sudden hearing loss"), vestibular migraine ("migraine/ migraine/headaches-vestibular migraines"), migraine with aura ("migraines/headaches with aura"), balance disorder ("loss of balance") and vertigo ("vertigo"). In 2018, the patient experienced meniere's disease ("meniere's disease"), ataxia ("ataxia/ neurological conditions or problems type: ataxia") and eyelid ptosis ("ptosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune nonspecific/ autoimmune disorder type of disorder: unknown"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia"), allergy to metals ("nickel allergy"), anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety"), vaginal discharge ("veg. Discharge/ vaginal discharge"), visual impairment ("vision problems"), fatigue ("fatigue"), aura ("aura"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), facial pain ("right side of face pain") and pain in extremity ("right arm/ right leg pain") and was found to have weight increased ("weight gain"). The patient was treated with iron, vitamin b12 nos and surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, ataxia, anaemia, migraine with aura, facial pain and pain in extremity was resolving, the meniere's disease, autoimmune disorder, meningitis, sudden hearing loss, abdominal pain, dysmenorrhoea, herpes zoster, allergy to metals, anxiety, vaginal discharge, vestibular migraine, visual impairment, post herpetic neuralgia, aura, eyelid ptosis, vaginal haemorrhage, bladder disorder, urinary tract disorder, weight increased, vitamin b12 decreased, balance disorder and vertigo outcome was unknown and the menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, anaemia, anxiety, ataxia, aura, autoimmune disorder, balance disorder, bladder disorder, dysmenorrhoea, eyelid ptosis, facial pain, fatigue, herpes zoster, meniere's disease, meningitis, menorrhagia, metrorrhagia, migraine with aura, pain in extremity, pelvic pain, post herpetic neuralgia, sudden hearing loss, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vertigo, vestibular migraine, visual impairment, vitamin b12 decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion 2010 (summons) and (B)(6) 2018 (pfs). Date(s) of insertion: 2011 (as written per pfs, please note discrepancy) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) :bilateral occlusion. Ultrasound scan vagina - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain, ataxia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received. Laboratory data added. Event outcome updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), meniere's disease ('meniere's disease'), autoimmune disorder ('autoimmune nonspecific'), meningitis ('infection-meningitis') and sudden hearing loss ('other complications- sudden hearing loss') in an adult female patient who had essure (batch no. 689941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adhd and bleeding menstrual heavy. Concomitant products included prednisone. In 2010, the patient had essure inserted. In 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced herpes zoster ("rash/skin condition/ rashes or skin conditions: recurring shingles"). In 2012, the patient experienced post herpetic neuralgia ("neuro condition/problems/ post herpetic neuralgia"). In (B)(6) 2014, the patient experienced meningitis (seriousness criterion medically significant). In 2016, the patient experienced anaemia ("blood or heart disorder/condition: anemia") and was found to have vitamin b12 decreased ("low b12"). In 2017, the patient experienced sudden hearing loss (seriousness criterion medically significant), vestibular migraine ("migraine/ migraine/headaches-vestibular migraines"), migraine with aura ("migraines/headaches with aura"), balance disorder ("loss of balance") and vertigo ("vertigo"). In 2018, the patient experienced meniere's disease (seriousness criterion medically significant), ataxia ("ataxia") and eyelid ptosis ("ptosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia"), allergy to metals ("nickel allergy"), anxiety ("psych injury"), vaginal discharge ("veg. Discharge"), visual impairment ("vision problems"), fatigue ("fatigue"), aura ("aura"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), facial pain ("right side of face pain") and pain in extremity ("right arm/ right leg pain") and was found to have weight increased ("weight gain"). The patient was treated with iron, vitamin b12 nos and surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, meniere's disease, autoimmune disorder, meningitis, sudden hearing loss, abdominal pain, dysmenorrhoea, herpes zoster, allergy to metals, anxiety, vaginal discharge, vestibular migraine, visual impairment, post herpetic neuralgia, aura, eyelid ptosis, vaginal haemorrhage, bladder disorder, urinary tract disorder, weight increased, vitamin b12 decreased, balance disorder, vertigo, facial pain and pain in extremity outcome was unknown, the menorrhagia and metrorrhagia had resolved and the fatigue, ataxia, anaemia and migraine with aura was resolving. The reporter considered abdominal pain, allergy to metals, anaemia, anxiety, ataxia, aura, autoimmune disorder, balance disorder, bladder disorder, dysmenorrhoea, eyelid ptosis, facial pain, fatigue, herpes zoster, meniere's disease, meningitis, menorrhagia, metrorrhagia, migraine with aura, pain in extremity, pelvic pain, post herpetic neuralgia, sudden hearing loss, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vertigo, vestibular migraine, visual impairment, vitamin b12 decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion 2010 (summons) and (B)(6) 2018 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) :bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain, ataxia. Most recent follow-up information incorporated above includes: on 14-oct-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), bladder problems, urinary problems, blood or heart disorder/condition: anemia, weight gain, infection-meningitis, low b12, other complications- sudden hearing loss, migraines/headaches with aura, loss of balance, vertigo, right side of face pain and right arm/ right leg pain. Lot number, concurrent condition, concomitant and treatment drug were added. Outcome for events migraines, ataxia, anemia and fatigue were recovering. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), meniere's disease ('meniere's disease'), autoimmune disorder ('autoimmune nonspecific'), meningitis ('infection-meningitis') and sudden hearing loss ('other complications- sudden hearing loss') in an adult female patient who had essure (batch no. 689941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adhd and bleeding menstrual heavy. Concomitant products included prednisone. In 2010, the patient had essure inserted. In 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced herpes zoster ("rash/skin condition/ rashes or skin conditions: recurring shingles"). In 2012, the patient experienced post herpetic neuralgia ("neuro condition/problems/ post herpetic neuralgia"). In (B)(6) 2014, the patient experienced meningitis (seriousness criterion medically significant). In 2016, the patient experienced anaemia ("blood or heart disorder/condition: anemia") and was found to have vitamin b12 decreased ("low b12"). In 2017, the patient experienced sudden hearing loss (seriousness criterion medically significant), vestibular migraine ("migraine/ migraine/headaches-vestibular migraines"), migraine with aura ("migraines/headaches with aura"), balance disorder ("loss of balance") and vertigo ("vertigo"). In 2018, the patient experienced meniere's disease (seriousness criterion medically significant), ataxia ("ataxia") and eyelid ptosis ("ptosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia"), allergy to metals ("nickel allergy"), anxiety ("psych injury"), vaginal discharge ("veg. Discharge"), visual impairment ("vision problems"), fatigue ("fatigue"), aura ("aura"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), facial pain ("right side of face pain") and pain in extremity ("right arm/ right leg pain") and was found to have weight increased ("weight gain"). The patient was treated with iron, vitamin b12 nos and surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, meniere's disease, autoimmune disorder, meningitis, sudden hearing loss, abdominal pain, dysmenorrhoea, herpes zoster, allergy to metals, anxiety, vaginal discharge, vestibular migraine, visual impairment, post herpetic neuralgia, aura, eyelid ptosis, vaginal haemorrhage, bladder disorder, urinary tract disorder, weight increased, vitamin b12 decreased, balance disorder, vertigo, facial pain and pain in extremity outcome was unknown, the menorrhagia and metrorrhagia had resolved and the fatigue, ataxia, anaemia and migraine with aura was resolving. The reporter considered abdominal pain, allergy to metals, anaemia, anxiety, ataxia, aura, autoimmune disorder, balance disorder, bladder disorder, dysmenorrhoea, eyelid ptosis, facial pain, fatigue, herpes zoster, meniere's disease, meningitis, menorrhagia, metrorrhagia, migraine with aura, pain in extremity, pelvic pain, post herpetic neuralgia, sudden hearing loss, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vertigo, vestibular migraine, visual impairment, vitamin b12 decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion 2010 (summons) and (B)(6) 2018 (pfs) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) :bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain, ataxia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: quality safety evaluation of ptc. (Product technical complaints). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), meniere's disease ('meniere's disease') and autoimmune disorder ('autoimmune nonspecific') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), meniere's disease (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia"), rash ("rash/skin condition"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), vaginal discharge ("veg. Discharge"), migraine ("migraine"), visual impairment ("vision problems"), nervous system disorder ("neuro condition/problems"), fatigue ("fatigue"), aura ("aura"), ataxia ("ataxia") and eyelid ptosis ("ptosis"). The patient was treated with surgery (hysterectomy partial). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, meniere's disease, autoimmune disorder, abdominal pain, dysmenorrhoea, rash, allergy to metals, psychological trauma, vaginal discharge, migraine, visual impairment, nervous system disorder, fatigue, aura, ataxia and eyelid ptosis outcome was unknown and the menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, ataxia, aura, autoimmune disorder, dysmenorrhoea, eyelid ptosis, fatigue, meniere's disease, menorrhagia, metrorrhagia, migraine, nervous system disorder, pelvic pain, psychological trauma, rash, vaginal discharge and visual impairment to be related to essure. The reporter commented: discrepancy noted in date of insertion 2010 (summons) and 01-mar-2018 (pfs) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) :bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- pelvic pain, autoimmune disorder type of disorder: meniere's disease / meniere's disease, autoimmune nonspecific, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia, rash/skin condition, nickel allergy, psych injury, veg. Discharge, migraine, vision problems, neuro condition/problems, fatigue, aura, ataxia, ptosis. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.